Event description:
It was reported that the patient experienced shortness of breath, the device exhibited backup vvi mode via ttm. The device remained implanted and would be scheduled for a replacement due to elective replacement indicator.